Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 545 mg/dl. Customer stated pump was dropped in the toilet and got exposed to toilet water due to this pump was no longer working and not turning on anymore. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer stated tried changing batteries after drying the pump but still it was not working. Customer stated insulin pump had a blank display and after restart also it was showing blank display. Contacts on battery cap not missing nor damaged. The insulin pump will be returned for analysis.